Event description:
It was reported that during intraoperative testing of a new deep brain stimulation implant using a sensight lead, high impedance was observed across all electrodes (monopolar and bipolar) prior to test stimulation. The test stimulation cable was removed and reconnected, but the impedances remained high. The test stimulation cable was then replaced, yet the high impedance persisted. The sensight lead was subsequently replaced with a new lead, which demonstrated normal impedance and was used for the implant. Intraoperative impedance testing was conducted. No patient complications have been reported as a result of this event. 2025-aug-28 an_rp (rep): no new information

Manufacturer narrative:
Continuation of d10: product ID: neu_stylet_acc, lot#serial#: unknown, product type: accessory, h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that there was a break in the insulation under the {x} connector at the proximal end of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.